Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : the consumer reported that there is no insulin flow during injection. Date of event : unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 28-mar-2022; d4: medical device lot #: 1089832; d4: medical device expiration date: 31-mar- 2026; h4: device manufacture date: 30-mar-2021. D4: medical device lot #: 1243881; d4: medical device expiration date: 31-aug-2026; h4: device manufacture date: 31-aug-2021. H.6 investigation summary: customer returned (9) open 32gx4mm bd pen needles without tear drop labels attached. Detached tear drop labels from lot# 1089832 and 1243881 were returned. The customer reported that there is no insulin flow during injection. The returned samples were examined, and it was observed that 6 featured a broken non-patient end (npe) cannula and 3 featured a bent npe cannula the bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 9 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken). The root cause for this issue is user related. The npe cannulas were bent or broken by the user after handling the pen needles. H3 other text : see h10.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : the consumer reported that there is no insulin flow during injection. Date of event : unknown; samples: available.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : the consumer reported that there is no insulin flow during injection. Date of event : unknown. Samples: available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.